Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer experienced symptoms such as nausea and fever. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode of insulin pump. Customer was treated with manual shots and bolus. Customer alleging that the insulin pump was under delivering. Customer assisted for troubleshooting and there were large air bubbles on the tubing. The insulin pump and reservoir will not be returned for analysis.